Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump. It was reported that a critical alarm occurred in (B)(6) 2021 (no further specific date provided) ¿without any reason (no MRI, pump not empty,...)¿. It was unknown if any environmental, external or patient factors might have led or contributed to the event. Telemetry of the pump took place. However, logs from the time of the event were not available. The issue could not be solved, and the patient experienced massive withdrawal symptoms. The patient was transferred from (B)(6) to university (B)(6) (neurosurgery), where the pump and pump connector were replaced. The customer discarded the pump and pump connector. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.